Manufacturer narrative:
The investigation into the aic - purge disc/flag issues has been completed since the initial report was submitted. The console was returned, tested, and visually inspected; however, the failure was not reproducible. The pump detection issue was most likely due to the rarely occurring epm crystal issue on the impellatronic board which did not reproduce during investigation. To conform to updated procedures, section d2 was revised with updated information.

Manufacturer narrative:
The automated impella controller (aic) was discarded by the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Event description:
The user facility reported that during impella cp support for a 73-year-old male patient, the automated impella controller (aic) did not detect the purge disc while starting up. The purge disc and cassette were detached and then reattached again, and the issue was resolved. There was no reported patient harm.